Event description:
It was reported that the health care professional (hcp) wanted to review the data on this implantable cardioverter defibrillator (ICD). Technical services (ts) the stored episodes and noted farfield oversensing. Ts provided reprogramming optimization options. No adverse patient effects were reported. This ICD remains in service.